Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was reading inaccurately high compared to another meter. The meter reportedly read "10.7 mmol/l" and the other meter read "8.1 mmol/l" within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded lifescan's criteria for accuracy. The reported issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter was tested and no faults were found. On (B)(4), 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan received the test strips involved with this complaint on (B)(6) 2011 and completed the device evaluation on (B)(6) 2011. Investigation did not confirm the alleged accuracy complaint with the returned test strips. Lifescan has received the meter involved with the complaint on (B)(6) 2011; however, device evaluation has not been completed.